Event description:
The device alarmed and the pt showed signs of acute withdrawal. The device appeared to only be delivering at the minimum rate. When the device was interrogated, it showed `pump in safe state' and `reset occurred'; the infusion rate was 12.2 micrograms/day. The programming could not be reverted back to the original dose of 693 ug/day. The battery showed 15 months longevity expected. The pt was treated with oral medications for acute withdrawal. The pump was used to deliver baclofen. The pump is scheduled to be replaced.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, model 8637. Synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).